Manufacturer narrative:
Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The connector was returned to the manufacturer for analysis. Analysis found that the returned connector had a broken contact. A continuity test confirmed an open at pin two. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was having difficulty communicating with electronic picture archiving and communication systems (pacs). There was no connection using wired port. The manufacturer representative bypassed the network bulkhead and was able to connect. There was no patient present when this issue was identified.